Event description:
As originally reported: "custom implant broke. Years later discovered xray. Implant still in patient." Per rep, patient was revised on (B)(6) 2024. At that time, it was determined that the custom implant was a stryker total femoral replacement, right side. An x-ray was provided.

Manufacturer narrative:
An event regarding crack/fracture involving a specialty stem was reported. The event was confirmed through analysis of the returned device. Method & results: -product evaluation and results: visual inspection: a visual inspection was performed on the returned device. The stem fractured in a combination of fatigue and overload as can be seen by the surface characteristic following up to 12 years of implantation. There is damage evident at the margins of the fracture indicative of contact between the two halves of the fracture. This damage does obscure the fracture surface making analysis difficult. Following a review of the device there is no indication of a material or manufacturing issue. The device is otherwise unremarkable. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a visual inspection was performed on the returned device. The stem fractured in a combination of fatigue and overload as can be seen by the surface characteristic following up to 12 years of implantation. There is damage evident at the margins of the fracture indicative of contact between the two halves of the fracture. This damage does obscure the fracture surface making analysis difficult. Following a review of the device there is no indication of a material or manufacturing issue. The device is otherwise unremarkable. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As originally reported: "custom implant broke. Years later discovered xray. Implant still in patient." Per rep, patient was revised on (B)(6) 2024. At that time, it was determined that the custom implant was a stryker total femoral replacement, right side. An x-ray was provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.